Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a vats lobectomy procedure, a powered handle was used. The surgeon positioned the reload around the pulmonary artery and closed down. Because he was unsatisfied with the position of the reload, he opened the reload, repositioned it, and then closed it. He went to engage the firing sequence and noticed that the blue lights on either side were illuminated. He attempted to fire the reload but the instrument would not fire. The device also made strange sounds. He opened the reload and removed it from the tissue and replaced it with a new one. He was successfully able to fire the new reload. No other known adverse events were reported.